Manufacturer narrative:
An event of pericardial effusion led to cardiac tamponade and unexpected medical intervention was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Subsequent to the previously filed report, additional information was received that heparin was administered during initial implant procedure. The activated clotting time (act) level during procedure was 278 seconds.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a amplatzer amulet left atrial appendage occluder was selected for implant utilizing a 14f amplatzer torqvue delivery sheath. Multiple manipulations were performed before it was decided to use a 25mm amplatzer amulet left atrial appendage occluder and delivery sheath. The patient remained hemodynamically stable throughout the procedure. The 20 hours post implantation, the patient developed pericardial effusion in the transverse sinus and cardiac tamponade. A procedure was performed to drain the 750 cc of blood. The patient was reported as stable after the drain procedure.